Manufacturer narrative:
Product complaint #: (B)(4). Batch # m55f0g. Device evaluation summary: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached. The device was received with two sr75 reloads present. The reload (b) was returned with the proximal 18 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. The reload (c) was returned with the proximal 38 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. No functional test could be performed with it due to the condition of the device. The damage to the firing knob is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported: would not fire. It was reported that during the open radical esophagectomy for esophageal cancer, could not fire on the 3rd firing when severing the stomach. Changed another reload, the event re-happened. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.